Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room with high blood glucose of 640mg/dl. The caller stated that he was asked to remove the cannula and noticed the cannula just fell off. Then he was sent to the intensive care unit and stayed over night. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.